Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker exhibited false elective replacement indicator (eri) upon interrogation. Programming changes were made and eri alert was cleared. Patient was stable and doing well.